Event description:
Patient had port placed today and was accessed with huber needle. Later in evening, dressing was noted to be bloody, port was de-accessed by primary rn and bevel of needle found to be bent but intact. Insertion site assessed and some bruising noted, no longer bleeding. Did not appear infiltrated. Re-accessed with new needle, no apparent harm. FDA safety report ID # (B)(4).